Event description:
Device issue: stent dislodgement. Time of device issue: during use. Adverse event: medical intervention to snare dislodged stent. Onset of adverse event: during the procedure. It was reported that a promus was implanted in the lad, however, when another promus was being advanced to the proximal left circumflex, the stent of the device got caught on a stent strut of the promus implanted in the lad which was sticking out of the bifurcation area, and became dislodged. The dislodged stent was captured with a snare and removed. There was no additional information provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.